Event description:
When smart control, iliac 6x60ml was taken out of the sterile pouch, kink was noticed at the distal end where the stent is mounted. Therefore, another new product (c06040ml, lot unk) was opened and the procedure was completed successfully. No damage was not noted to the outer packaging of the device and no difficulty was not noted while removing the device from its packaging. The complaint product was not clinically used. Upon receipt of the product, there was a small tear at 1cm from strain.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Analysis of the returned device indicated the stent was deployed 1mm. When the smart control was taken out of the sterile pouch a kink was noticed at the distal end where the stent is mounted. Therefore, another product was opened and the procedure was completed successfully. No damage was noted to the outer packaging and no difficulty was noted while removing the device from its packaging. Visual analysis of the returned device indicated that the brite tip was split and that the stent was partially deployed about 1.02 mm and the locking pin was not included. One non-sterile pkg assy smart control, iliac 6x60ml was received coiled in a plastic bag. Locking pin was not received. Stent was received partially deployed about 1.02 m. Brite tip was frayed. The outer sheath was found torn at 30 mm from proximal end. Six kinks were detected at 25.5 cm, 51.7 cm, 81 cm, 107.5 cm, 115.5cm and 117.3 from proximal end and one kink in ID band. Blood residues were found .no other anomalies were found. Sem results showed that the body external surface presented evidence of elongation at the surroundings of the separation. The fracture surfaces for the braid wire showed evidence of ductile dimples. Stretching/ pulling could have been related to this separation; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes, of the stent 'partially deployed' and 'outer body torn' conditions could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'frayed/split/torn & kinked/bent' were confirmed. The cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
It was previously reported that the preliminary evaluation of the returned device (this was during the decontamination of the device) indicated that there was a tear 1cm from the strain. However, the visual analysis of the device showed that the brite tip was split. No further details are available at this time as the analysis is still in progress. Additional details will be provided upon completion of the analysis.